Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1018 mg/dl. It was stated that the event leading to his admission was nausea. It was stated that the customer was sick with flue two weeks ago, and his glucose level went up. It was stated that the customer lost the battery cap and was pretending bolusing when he did not no further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.